Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reporting that staff tried tightening the connection point, but it still leaked. Three needles were impacted.the event occurred in the clinic operated by a health professional. It was not reported to the FDA. No medical intervention was required, and no patient injuries occurred. A sample video provided.